Event description:
Patient reports a terrible pain on the neck behind the right ear when aligner # 5 use begun. It went away when the lower retainer was removed and still feels really uncomfortable to wear aligner and retainer together. Patient experiences strain on the right side of my jaw.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR submission is a late submission. A nc has been issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.